Event description:
Complainant alleged that the medics were attempting to monitor a 68 year old male patient in cardiac arrest, but that the ECG complex became so magnified in height on the device screen that it took over the entire screen display. Only the middle of the ECG complex was visible on the device screen. The medics were able to obtain another device to successfully monitor the patient. The complainant indicated that there was no adverse effect on the patient as a result of the reported malfunction.